Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support (ts) was contacted and recommended reprogramming to resolve event. Intervention has been performed. Following reprogramming, additional episodes of pptwos were observed due to fusion. Ts was contacted again and recommended reprogramming to resolve event. Additional programming was performed to resolve the event. The patient was stable.